Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on (B)(6) 2018. The rep indicated that the information was checked with the physician. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that on (B)(6) 2018, a full explant was performed due to the patient needing spinal surgery. The patient was having mechanical spinal issues. Reprogramming had been performed to try and help the pain but ultimately the patient was referred to a surgeon. No other interventions were reported to have occurred. The physician was notified to return the explanted product to the manufacturer but the physician ended up discarding the product. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on 2018-jun-06. The rep clarified that their mechanical spinal issues are their spine issues. They do not know the cause of their mechanical spinal issues as they are not a surgeon. There were no issues with the device. The rep was not sure when the patient first noticed the mechanical spinal issues but within the last 13-18 months. The patient¿s weight at the time of the event was unknown. No further complications were reported/are anticipated.